Event description:
A report was received that the patient's device was causing discomfort at higher settings and itching of the body when above low setting. The patient underwent an explant procedure. No further information is available.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.